Event description:
While draping for a laparoscopic procedure, the blue towel drapes, from cardinal health general/plastic surgical procedure kit, were found to be defective. The adhesive strip was not adhesive and would not stick to the patient's skin. This failure could compromise sterility if the drape was to be rubbed against, draft of air from hand movement, or other drape moving across it.